Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2021. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: sc-2218-50, model: m365sc2218500, serial: (B)(4), batch: 16044580.

Event description:
It was reported that the electrodes on the patients leads were out due to having lead fracture after the patients non-device related fall. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were not returned as they were kept by the medical facility.